Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the rotatable pre-attached suture wing, which was sutured to the patient¿s skin, was detached from the catheter, and the catheter was dislodged from the patient¿s body. No patient harm reported.

Event description:
It was reported that the rotatable pre-attached suture wing, which was sutured to the patient¿s skin, was detached from the catheter, and the catheter was dislodged from the patient¿s body. No patient harm reported.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached suture wing is confirmed; however, the exact cause is unknown. One 12 fr 24 cm trialysis catheter was returned for evaluation. An initial visual observation showed a large amount of use residue throughout the sample. A kink was observed in the catheter just distal the molded joint, and the proximal half of the catheter was observed to be curved. The suture wing was observed to be missing from the molded joint of the catheter and was not returned with the rest of the catheter. A microscopic observation revealed no damage on the molded joint or the suture wing retainer. Some wrinkling was observed on the proximal edge of the suture wing retainer, which could have been caused by excessive tensile force on the suture wings. Whitening was observed in the catheter material at the location of the kink in the catheter. It could not be determined from the returned sample how the suture wing detached from the returned catheter; however, possible causes include excessive tensile (pulling) force on the suture wing, sharp instrument damage, and material fatigue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.